Manufacturer narrative:
A sample has not yet been returned for eval so, no corrective action can be determined. A f/u report will be filed once a sample is rec'd and any required corrective action is determined.

Event description:
A male pt was undergoing surgery to treat a major gunshot wound. The surgeon was using the cautery pencil and had turned it off. The pencil apparently 'went on' by itself and the pt suffered a quarter size superficial burn to the abdomen. The burn did not require medical intervention. The pt died within approx 24 hrs as a result of complications related the gun shot wound. It was stated by the user facility that, the pt's outcome was in no way impacted by the incident with the cautery pencil.